Event description:
It was that the device diagnosed svt when it believed it should have diagnosed vt and delivered therapy sooner. Programming changes were recommended. The programming changes were not made. The decision was made to provide the patient with medication. The patient was stable.